Event description:
In 2009, the pt reported that she received an e4 (occlusion) error while attempting to bolus. She stated that she turned the infusion device off and then back on and delivered the remainder of the bolus. Two hours later her blood glucose measured 365 mg/dl and she received another e4 while attempting to bolus. She injected 8 units of insulin via pen. The infusion site, tubing, and insulin cartridge had been in use for 1 day. To troubleshoot the pt was instructed to disconnect from the infusion site and she was able to prime without error. The pt removed the infusion site and the cannula was bent. She inserted a new infusion site. She stated that her normal blood glucose range is 35 - 226 mg/dl. After troubleshooting the pt's blood glucose measure 299 mg/dl. Upon follow up four days later, the pt stated that her blood glucose had returned to normal. She was sent a courtesy infusion site insertion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.